Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a normal device check, episodes of pacemaker-mediated tachycardia were observed. Programming changes were made. The device remains implanted. The patient will be followed normally.